Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: capsular contracture, hematoma, infection, skin necrosis. Wound problems, device migration/implant malposition, suspected/actual rupture/deflation, wrinkling/rippling, change shape/size/style, correction of asymmetry, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra). Lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: memorygel, memoryshape,cpx4, artoura the object of the drra is to compare quarterly mentor data with data from the national breast implant registry (nbir). This report captures reasons, complications, device problems, and patient requests that lead to reoperations involving mentor implants vs. Non-mentor implants during q2-2020, associated with this drra adverse event(s) reported for cpx4 mentor tissue expanders used for breast reconstructive procedures associated with revisions in 2016-2020: qty 39 capsular contracture, qty 1 hematoma, qty 2 infection, qty 1 skin necrosis, qty 2 wound problems, qty 22 device migration/implant malposition, qty 33 suspected/actual rupture/deflation, qty 19 wrinkling/rippling, qty 115 change shape/size/style, qty 55 correction of asymmetry, qty 38 ptosis. Mentor gel device information will be populated for reporting purposes only.